Manufacturer narrative:
Six batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. (B)(4), (B)(4), (B)(4), and (B)(4) passed visual examination and functional analysis; the batteries performed per specification. Functional testing revealed that (B)(4) and (B)(4) contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2014-00158, 3007042319-2014-00683 and 3007042319-2014-00684) submitted for devices related to the same event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Four months after hvad implantation the site reported that the patient experienced power source change in the controller earlier than expected and a pump stop. Preliminary logs files review confirmed the pump stop. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing